Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had incorrect keys. A field service engineer confirmed that the customer did not have the correct keys. The field service engineer was informed that keys were being shipped to the site and would arrive. The customer is waiting for the keys to be ordered and delivered. A new ticket will be opened once the keys arrive.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it had a cubie failure, unable to release. The customer reported that issue occurred when dispensing medications to patient. There were no adverse events or injuries reported based on this event.